Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called and reported that the customer received emergency medical assistance due to low blood glucose on an unknown date with blood glucose of 25 mg/dl at the time of the incident. It was reported that the insulin pump was over delivering. The insulin pump was shut off in the middle of the night. It was unknown if the insulin pump was on auto mode. Troubleshooting was declined by the customer. The insulin pump will be returned for analysis. The reservoir will not return for the analysis.